Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that, during the implant procedure, the stylet was stuck in the middle of the lead when positioning the lead. A new stylet was installed, but became stuck again. The lead and stylet were replaced. The doctor suspected blood in the lead. No patient complications were reported as a result of this event.